Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the patient was moved to another system to complete the procedure. A field service engineer (fse) visited the site and confirmed the failure of fluoroscopy. Further troubleshooting and analysis of log files revealed a short circuit in the q1 converter. The fse swapped the converter q2 to verify the issue, confirming that the q1 converter was faulty. The faulty converter was returned to philips for further analysis. The analysis confirmed that during the initial phase of tube adaptation, the process was aborted due to error codes 02ww and 02hx. These codes indicate a short circuit in the converter, confirming that the converter is electrically defective. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not initiate fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The patent ductus arteriosus (pda) procedure was aborted, and the patient was awoken and returned to the ward. As the patient was placed under anesthesia with the right femoral vein accessed and the procedure was aborted, a subsequent procedure on another system was needed to complete the pda. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed that converter q1 had a short circuit. The fse solved the issue by replacing the faulty converter q1. The returned part was analyzed and confirmed that the converter was electrically defective. After the part replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome. Health impact code and patient outcome code were corrected.